Manufacturer narrative:
The customer reported that no additional issues were observed. The field service engineer performed preventative maintenance with no issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The calcium gen.2 reagent lot number was 822631. The expiration date was requested but not provided. The potassium electrode lot number was requested but not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable results with multiple assays for a patient sample tested on a cobas 8000 cobas c 701 module. The following results for calcium gen.2 and potassium electrode were provided: the initial calcium gen.2 result was 9.29 mg/dl. The repeat calcium gen.2 result on a second c701 was 6.71 mg/dl. The initial potassium result was 4.79 mmol/l. The repeat potassium result on a second c701 was 7.48 mmol/l.